Event description:
The customer reported having low blood glucose. The customer stated that the paramedics took out the battery and troubleshooting could not be performed. Advised the customer to place a new battery, and assisted on changing the date and time. The customer reviewed the settings and they were correct. Instructed the customer to call back if he has any issues. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.